Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the arterial monitor was not reading temperatures (dashes on screen). The device was not changed out, as the customer was still using the monitor for cases. They did try different probes but still did not work. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(6) 2013: the perfusionist noticed that one of the temperatures was not being displayed on the arterial monitor. The display was reading (---) and not a temperature reading. The other two temperatures slots (of the arterial monitor) were accurately measuring and displaying a temperature. The defective slot was not used, and the perfusionist moved the probe to one of the other slots of the cardioplegia monitor. The result was that all temperatures (per their routine protocol) were able to be monitored in the cardiopulmonary bypass (cpb) circuit. The clinical review confirmed the case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported as all routine temperatures were able to be monitored.

Manufacturer narrative:
Per the field service representative (fsr), troubleshot issue on (B)(4) 2013 and found that the arterial temperature channel displays "---" (dashes). Flexing this temperature input plug restores proper operation, indicating that the jack was worn or has broken loose from the temperature/pressure printed circuit board (pcb), which would require replacement to resolve the issue. The customer declined authorization to repair the monitor. They continue to have two functioning temperature channel, the arterial monitor operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.